Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked inappropriately by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf) and fast ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.